Manufacturer narrative:
Device was not implanted, initial implant date was reported in error. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the part reveals heavy damage on one side where the high wall was beginning. The scallop was destroyed and there appears to be a pliers imprint in the area. There were some scratching near the pliers imprint that continues over the locking feature. There was also some damage to several scallops near the plier marks. The remainder of the liner appears to be in good condition. Dimensional analysis cannot be done due to the damaged liner. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat properly. A different liner was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.